Event description:
A call was made to the customer in order to follow up on a hospitalization. Spoke with the customer, and she stated that she was hospitalized due to low blood glucose, with a reading of 35 mg/dl. The customer stated that she was given dextrose, and her blood glucose was still low at 29 mg/dl. Prior to the event, the customer woke up with a blood glucose of 78 mg/dl, and couldn't recall anything else after that. Reviewed the insulin pump programmed, and found that the customer delivered two boluses. Each bolus was for 90 grams of carbohydrates, which the customer did not consume. The customer confirmed that she only consumed 90 grams. The customer stated that she was not disconnected during the manual prime. Advised the customer to never prime while connected to the infusion set. Advised to monitor the unit and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.